Event description:
The boston scientific holter monitor called the body guardian mini is poorly designed and it is unusable. Even the support people know that its sensors can easily be dislodged when you wake up. The adhesive is not durable and the sensors are too small and can not function properly. If you look at online forums many people have complained that this monitor is unusable. This product needs to be recalled. It is unusable garbage. This is used by (B)(6) hospital and I have complained to them as well and returned my monitor to the manufacturer. This has nothing to do with this defective device which if you research it has complaints about it all over the web.